Event description:
It was reported that the customer fell and landed on the insulin pump and broke it. It was stated that the device alarmed motor error. It was stated that the customer was hospitalized due to the fall because she broke her hip. Fall was not related to the insulin pump; she was trying to take off her shoe and fell. The device has been around MRI. It is unknown is the customer uses the sensor feature. Customer is not able to complete the rewind sequence. Blood glucose value is 175 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump failed displacement test and motor error alarm during rewind due to encoder signal out of phase. The insulin pump has minor scratched lcd window, cracked reservoir tube lip and cracked belt clip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.